Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during implantation procedure, the physician was unable to place the lead into correct position. The lead was removed and a kink was found on the end of the lead. The lead was not used and replaced. Procedure completed with no adverse event to the patient and patient was stable.